Event description:
A customer contacted beckman coulter, inc. (Bci) regarding a falsely low creatinine kinase (ck) result and suppressed total bilirubin (tbil) result generated by the unicel dxc 600i synchron access clinical systems for two different patient samples. Patient a: the initial ck result was 1 iu/l. The sample was retested on a different instrument for ck and a result of 52iu/l was obtained. Patient b: the initial tbil result was "suppressed low". The sample was retested on a different instrument for tbil and a result of 0.8 mg/dl was obtained. The ck and tbil results were not reported out of the lab. No effect to patient has been reported.

Manufacturer narrative:
Qc was within specifications. No error codes were associated with these results. There were no known issues with either patient sample. Per customer, neither sample appeared fibrous. The customer conducted a routine troubleshooting and resolved the issue by flashing the cartridge chemistries (cc) sample probe. A field service engineer (fse) was not ordered for this event. There was no report of patient injury in this event. Ck and tbil measurements alone are not used as sole determinants for treatment. On recur, any cc result could be affected. Treatment initiated or withheld based on erroneous results could contribute to serious injury. Hardware issue may have contributed to this event. A malfunction will be assumed for the purpose of this report.